Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The breakout panel was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the umbilical cord doesn't go in smoothly to the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
The rear breakout panel was returned to the manufacturer for evaluation. Testing found that the panel had a damaged pin in the lemo connector.